Event description:
It was reported to covidien on (B)(4) 2015 that a customer had an issue with a catheter. The customer states that the balloon burst in the patient. The balloon was filled with 10 cc of water. The customer states that they do not expect the balloon to have burst at that time because they only noticed that the catheter was very loose the following day. At that point there was only 1 cc of water in the balloon. The customer inflated the balloon again, but 2 days later it was empty. The patient did not suffer injury, only experienced discomfort due to the catheter. The customer has confirmed that they cannot remember whether the balloon was torn or fragmented. Upon further clarification from a covidien clinician, the reported incident is more clearly described as: during placement, the urinary catheter¿s balloon was filled with 10cc of water. The following day, the catheter was noted to be loose with only 1cc of water in its balloon. The balloon was re-inflated. Two days later, the catheter¿s balloon had deflated. It is unknown whether the catheter¿s balloon burst or became fragmented. No medical intervention reported. Patient complained of discomfort due to catheter.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A lot number was not provided for this complaint report, nor the alleged sample returned by the customer. The batch history non-conforming record was reviewed without any discrepancy. All batches of 1213-02 are released upon meeting predetermined criteria. Based on the complaint description, the most likely failure mode is identified as a slow leak balloon. Balloon leaks on foley catheters is a known risk that is being made aware to user and physician. Because no sample was returned, the actual root cause of the reported condition could not be conclusively ascertained. There are many possible cause(s) that may lead to leakage on the foley catheter balloons. Among them is impact of the patients diet. A high fat diet will likely impair the latex properties of the balloon creating leakage (especially slow leakage) as the polymer swelled and weakening its chain bond. Apart from that, the manufacturing process can also contribute to this issue. The slow leakers are more likely to pass through our 100% inspection as the leakage usually appears within hours or days of use as experienced by this patient. As a corrective action, manufacturing is tightening their preventive measures such as increasing the rest hour of latex after agitation to reduce formation of a bubble in thick latex during processing. Upon implementation of the corrective action, we had seen improvements on each batch. This complaint will be recorded for tracking and trending purposes.